Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a deformed chassis broken scope socket, misaligned light focus, and a failed intensity output. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. Defects (deformation) of the light guide and chassis were confirmed. And the device did not meet the standard specifications. It was determined, that the focus was misaligned, because the light path was misaligned, due to defects (deformation) of the light guide and chassis. As to the cause of the defect, the device might have been damaged or affected, due to fatigue caused by repeated operations or strong impact from the outside. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.